Event description:
A lens was implanted with a small tear.

Manufacturer narrative:
Hoya surgical optics (hso) first received this complaint on (B)(6) 2010. No information was available as to what lens model was used, the patient outcome, or how the defect occurred. The lens serial number was also unavailable so the manufacturing records could not be verified. However, we believe the lens to be without defect when release to market because all lenses undergo a 100 percent inspection to ensure there are no defects such as a tear (i.e., we believe the alleged defect occurred during use by the doctor). Hos performed a review for this complaint in (B)(6) 2011 and determined that even though there was no information available to determine whether there was a patient injury or a lens malfunction, an injury may be possible if this complaint were to recur. Hence, we are submitting an MDR for this complaint per FDA guidance document (B)(4).